Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging cracked casing issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016, device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:. Battery compartment crack to the left of the bumper pad from the threads traveling down toward the case seal. Battery compartment crack at case seal to the left of the bumper. Battery compartment crack above the bumper at the threads. Unrelated to the complaint, the display is dim/fading (pink).